Manufacturer narrative:
A titan cylinders, pump and tubing were returned for analysis. No information was provided with the returned device in regard to the reason for explant. Upon visual analysis, an anomaly was observed on the exhaust tubing near the cylinder strain relief. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and returned with a tubing break. The reason for the explantation is not known. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2 near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.